Manufacturer narrative:
A ge trained biomed engineer performed an onsite evaluation of the device. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service. A ge trained biomed engineer performed an onsite evaluation of the device. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of cine mode functionality. No patient or user injury was reported related to this event.